Manufacturer narrative:
Based on the claim against the product by the customer noting would not fire another clip, an investigation was completed to determine the cause of this reported event. The large hem-o-lok clip applier instrument was analyzed and failure analysis found the primary finding of the instrument input disk / broken to be related to the customer reported complaint. The instrument was found to have an input disk broken. Input disk #7 was found broken into pieces inside of the housing. The broken input disk affected the grips ability to open and close properly. Common causes of the failure mode broken instrument input disks are typically attributed to mishandling/misuse most commonly caused by improper cleaning/reprocessing techniques. Under repeated or prolonged chemical or thermal exposure cycles, these cracks can propagate into larger cracks, and may cause the input disk to break an separate from the instrument. The instrument was found to have an excessive amount of dried residue around the clamping pulley cable grooves. Signs of corrosion/contamination were also found on the instrument bearings. Common causes of this failure mode are typically attributed to mishandling/misuse. For example, this could by improper cleaning or sterilization techniques used in reprocessing, which may include prolonged exposure of the instrument to harsh cleaning agents or insufficient flushing. This complaint is reportable malfunction event due to the following conclusion: per the description of the complaint, the clip applier may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the large hem-o-lok clip applier instrument would not fire another clip. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.